Event description:
Reportedly, a perimount valve was explanted on august 25th. The surgeon sent photos of the valve through email. Pictures of the explant are included. Please contact dr. (B)(6) or nurse coordinator via e mail to obtain the address to send the return kit as well as to obtain the details needed for the FDA report. Original implant was about 5 years ago. One of the pericardial leaflets was retracted and scarred down. After 2 weeks, the lab will release the valve.

Manufacturer narrative:
Evaluation summary: heavy host tissue is evident at the inflow aspect, encroached onto the tissue and into the orifice by at the greatest point of approximately 12mm. At the outflow aspect, moderate to heavy host tissue at the outflow aspect encroached onto the tissue by 4mm. Host tissue overgrowth at the free margin of leaflet 3 outflow aspect, curled the free margin and folded it partially over itself which led the leaflet to an open like position and leading to a gap at the coaptation region. Also at the outflow aspect, host tissue overgrowth fused the free margins of leaflet 1 and 3 at commissure 1 at the greatest distance of approximately 4mm, and leaflets 2 and 3 at commissure 3 by approximately 6mm. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. Host tissue is heavy at the stent inflow and moderate at the stent outflow. The x-ray demonstrates minimal calcification not detected visually. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Requests were made for the device, operative report, and additional information, however, no additional information has been provided to date. Investigation is ongoing. The device history record (DHR) review is in process.

Event description:
Operative report dated 08/25/2010 indicate there were moderate adhesions. All four heart chambers were enlarged. Upon opening the left atrium, there was endothelium of the left atrium that covered the sewing ring of the prosthetic valve. However, the endothelium extended onto the bovine pericardial leaflets. Two of the leaflets were freely mobile; however, one of the leaflets was clearly retracted and dysfunctional. Therefore, there was both severe mitral insufficiency as well as stenosis.